Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) levels below 50 mg/dl; cause was unknown. Juice was consumed to treat low bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 37 mg/dl was entered in the pump by the user on (B)(6) 2019 at 8:13 pm. Immediately following, the user delivered a 0.39 unit bolus for a bg of 373 mg/dl. The user likely entered the bg value of 37 mg/dl in error. No additional low bg values were entered in the pump during the date range provided. User made frequent, erratic adjustments to personal profile settings, with total daily basal insulin ranging from approximately 21 units to 34 units. User regularly set temporary basal rates lower than base basal rates (30%-99%). Several boluses delivered by the user were manually requested by entering units of insulin to be delivered without entering current bg level or carbohydrate gram values, and while still having insulin on board. Cartridge change sequence was completed several times during the date range. It is possible the user¿s personal profile settings need adjustment. Making bolus requests while still having insulin on board and not entering current bg value could lead to a low bg event. If user did not disconnect during ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure.